Event description:
This lv lead was implanted on (B)(6)2016 and remains implanted at this time. A call was placed to technical services on (B)(6)2018 stating that this lv electrogram showed a delayed deflection every other beat much later than the right ventricular pace (rvp). There was a 40 lv offset programmed. Technical services suggested to check the lv lead for possible loss of capture. There was another call placed to technical services on (B)(6)2018 stated that a higher lv output of 2.6 v instead of 1.4 v was noted. The following physician was dr.(B)(6) at (B)(6) institute. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).